Manufacturer narrative:
Manufacturer's investigation conclusion: the specific cause of the reported blood leak and pump engagement issue could not be determined. The customer reported that the patient previously had a dor procedure and the apical cuff was sewn to the plastic patch related to that procedure. The pump was attached to the cuff but bleeding was observed between the ring and the pump during hemostasis. The cuff lock was then opened and the pump was rotated into a new position, a process that was repeated three times in total. While performing this maneuver the third time, the surgeons stated that the pump rotated easier than expected within the cuff while the cuff lock was engaged. Rotating the pump was described as requiring almost no force. A 0.5cm wide strip of a sterile glove was placed around the inflow cannula. The pump could still be easily rotated and a second 0.5cm strip of sterile glove was added. The pump could no longer be rotated but the surgeon still observed bleeding between the cuff and the pump. Use of the backup hm3 pump was discussed but exchanging the apical cuff was considered to be a high surgical risk. It was decided that sutures would be placed through the eyelets on the pump housing to pull the pump further into the apical cuff. Pericardial patch and felt materials were also inserted in the gap between the pump and the ring and bioglue was applied. Following these additional steps, no further bleeding was observed. The surgeon indicated that surgery was prolonged by the reported event and contributed to acute right ventricular failure and the need for a temporary right ventricular assist device (rvad). Patient outcome information was received indicated that the patient expired the following day due to a severe hypoxic brain injury and massive cerebral swelling. An autopsy was not performed and the pump was not explanted. No product was returned for evaluation. The pump was reported to have operated as expected following implantation. Although the specific cause of the reported blood leak could not be determined, a corrective action has been opened to further investigate leaks at the pump/cuff connection. The relevant sections of the device history records were reviewed and showed no deviations from mfg or qa specifications. Heartmate 3 lvas IFU rev. C provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. The IFU cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Bleeding and death are listed as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. During the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The patient care and management section cautions that right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. This section also contains a subsection entitled ¿right heart failure¿ that states some patients suddenly develop right ventricular failure during or shortly after pump implantation. This section provides additional information on how right ventricular failure may present and how patients may typically be treated, including the use of a right ventricular assist device. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient received a heartmate 3 implant after a previous dor procedure. During implant, the standard apical cuff was sewn to the patch of dor plastic. The heartmate 3 pump was attached to the apical cuff according to the instructions for use (IFU). During the hemostasis, a bleeding between the ring and pump was observed. The locking mechanism was opened, and the pump was rotated in a different position on the apical cuff without success. This process was repeated three times in total. On the third attempt, the surgeons stated that even though the pump was closed, it was easier than expected to turn the device in the apical cuff. Turning was possible with almost no force. In the next troubleshooting attempt, an approximately 0.5 cm wide strip of sterile glove was placed around the inflow cannula. The pump was reinserted but could still be easily turned. A second strip of approximately 0.5 cm wide strip of sterile glove was put on the inflow cannula. The pump could not be turned in the apical cuff any longer, but the surgeon still observed bleeding between the apical cuff and pump. It was discussed whether the backup pump should be opened. However, an exchange of the apical cuff would have been related to a high surgical risk, it was decided to be additional sutures through the eyelets of the pump housing to pull the pump further into the apical cuff. A pericardial patch and felt material were inserted into the gap between the pump and ring and was glued with bioglue. After this maneuver, no further bleeding between the apical cuff and pump was observed. The surgeon stated the operation was prolonged by this event. According to the surgeon, this contributed to an acute right ventricular failure and the need for a temporary right ventricular assist device (rvad). The chest was closed and the patient was transferred to the ICU in a stable manner. They were on inotropes. The patient passed away on (B)(6) 2024. Due to patient privacy laws the managing hospital would not communicate patient outcome information. Based on a review of available patient¿s record and a request for patient outcome, there were no device issues at the time of the patient outcome. It was reported that the outcome was device or therapy related. An autopsy would be performed but it was unknown if the report would be provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
According to the surgeons, the pump therapy was discontinued to due hypoxic brain damage and massive cerebral swelling one day after implantation. The pump ran as expected.